Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) was in backup mode due to premature battery depletion. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout procedure.